Event description:
It was reported that the patient experienced telemetry issues. An ins overdischarge due to unrelated patient health issues was suspected. A physician mode recharge was successfully performed. It was noted that impedance measurements over 36,000 ohms were seen on contacts 9 and 10, though the patient was not using those contacts. The patient was doing well and was getting good coverage.

Manufacturer narrative:
(B)(4). Lead model 3487a-33, lot# j0454910v, implanted: (B)(6) 2004, explanted: na; lead model 3487a-33, lot# j0454910v, implanted: (B)(6) 2004, explanted: na; extension model 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: na; extension model 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: na; programmer model 37742, serial# (B)(4).